Event description:
It was reported that the tubing of a non-dehp solution set snapped off during infusion of blood. The reporter stated that the nurse was trying to shift the blue clamp when the tubing snapped off. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should any additional relevant information become available, a supplemental report will be submitted.